Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during right atrial lead revision procedure, the set screw on the implantable cardioverter-defibrillator would not torque down and engage with the right atrial lead after using multiple screw drivers. The device was explanted and replaced. The patient did fine before and was discharged after the procedure.

Manufacturer narrative:
As received, the atrial septum was damaged, the setscrew was backed out of the socket and silicone debris was observed inside the setscrew hex head. . It is believed the damage occurred at explant. Multiple insertion of the torque driver could disturb the septum and allow the torque driver to trap the septum material inside the setscrew hex cavity. Since the setscrew was out of the socket, the torque driver was unable to torque the setscrew to secure the lead. The device¿s functionality was evaluated and testing revealed normal device characteristics.